Event description:
It was reported that the patient's blood glucose level rose from 258 mg/dl to 275 mg/dl and then to 300 mg/dl while wearing the pod between 36 and 48 hours. Blood glucose reading later showed ¿high¿. The patient stated that their blood glucose levels would not respond to correction boluses. After 6 hours and 30 minutes, and correction attempts, they discovered bubbles in the pod¿s window. The patient reported insulin leakage. They confirmed that the cannula was properly inserted into the skin during wear and the adhesive was secure. They usually rotate the location of the insertion site. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone: lockdownomnipod 5 software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.